Event description:
The hospital reported a patient was perforated while undergoing a procedure. The procedure was immediately aborted, and the patient was treated. The method of treatment the patient received is unknown. However, the hospital reported the patient recovered.